Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event, it is unknown what caused the vessel sealing issue.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported the tissue was still bleeding after the vessel sealer (vs) was fired. The customer did not use a backup instrument as other fires with the same instrument were successful. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not receive an audible tone confirming the sealing cycle was complete. Tissue effect was observed during the sealing cycle. The customer confirmed the target tissue was less than 7 mm thick. The blood loss was less than 750 ml and there was no medical intervention required. The vessel sealer instrument will not be returned to isi for failure analysis. An isi field service engineer (fse) performed a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fse also confirmed with the customer that there was no further issues using the vessel sealer instrument in several cases later in the week with no further reported issues. The system was working properly and no additional action was required.